Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation could not provide a clear result as the temporarily affected unit was not replaced but repaired. A part for possible investigation purposes was not available. In the opinion of our system specialists, the error described is most likely due to a temporary hardware problem. Both the information provided by the service technician and the log files indicate that the image acquisition system (ias) apparently had a temporary contact problem. This thesis is also supported by the fact that after disconnecting and carefully reconnecting the affected boards and connectors of the ias pc, the system worked perfectly and the error was not reported again. A possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an emergency procedure, the user reported an error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.